Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any medical intervention performed due to the seroma? Yes, it should be noted that the two main issues were fluid collection/seroma & wound dehiscence. A wound vac was then placed on the wound, and the patient is being monitored closely. If yes, please explain. - the wound was draining out of the pacemaker pocket, and the wound was completely open. The sutures and staples were unable to approximate and heal the wound. What was the initial procedure, and on what date? Pacemaker implantation why was the surgicel powder used during the initial procedure? Hemostasis and bactericidal properties. Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? No, it was not irrigated. All 3 grams used. Where exactly (anatomical position) was the surgicel powder used? Pocket created in upper region of left breast. What are the patient¿s demographics? (Age, date of birth, bmi, past medical history) na. What is the lot number of product used? Na. What is the patient¿s current status? Discharged. What is the surgeon¿s etiology of the event? Surgicel powder inhibiting the wound healing period.

Event description:
It was reported that during a pace maker pocket installation procedure on an unknown date, absorbable hemostat device was used. During the routine 10 day post-op visit, the patient presented with seroma in the wound. The patient is being monitored. Additional information has been requested.